Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars both were leaking gas. Even though they were leaking, the trocars held pneumo well enough to maintain proper insufflation. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing ? Soft hissing noise that could be stopped by lightly placing finger on top of port. If so, did the noise prevent insufflation? Please describe the noise. No. Insufflation was not effected. They were able to maintain insufflation. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Slight drop, but did not effect visibility. What was the gas consumption rate or volume (liter/minute)? Not sure, but will check in the next case. Were you able to identify where the leak was coming from? Through top of port entry around instrument shaft. Was a device inserted in the trocar during the leaking? If so, what device? The trocar leaked without an instrument in it from the beginning of case. The analysis results found that the device (a) was returned in good condition . In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Devices (b-c) were returned in good condition. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Devices b and c additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).